Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the 1st proximal row, the stent struts were lifted distally thus causing minor damages to the stent struts on the 2nd proximal row. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues on the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5 x 15 non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed and two non-bsc stents were advanced individually but both stents also failed to cross the lesion. A 2.25mm x 30mm stent was then advanced and was successfully implanted. An additional shorter stent was also implanted to completely cover the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed proximal stent damage.